Event description:
It was reported that pump declared altitude alarm and suspended insulin delivery while customer attempted to use pump within validated altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes, reconnect cartridge, and attempt to resume insulin, but insulin could not be resumed and altitude alarm recurred during cartridge loading, so customer was further instructed to load new cartridge if possible and wait 2 hours to allow any additional moisture to evaporate while technical support planned follow-up.